Event description:
Information was later received that an x-ray confirmed a lead fracture. As a result, a revision procedure was scheduled. The lead tested appropriately through the pacing system analyzer (psa). This lead was repaired and remains implanted as the physician was unable to get another branch in the left ventricle. No adverse patient effects were noted.

Event description:
Boston scientific received information that the left ventricular lead impedance measuremnents had gradually increased from 721 ohms to 1904 ohms. The threshold measurements had also increased. Information was later received that impedance measurements were greater than 2000 ohms. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product evaluation was performed. Analysis revealed the inner coils of returned segment of the lead were fracture approximately 38.2 cm from pin.